Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. It was reported that calibration was not performed correctly. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. A root cause for the reported inaccuracy cannot be determined. It was reported calibration was performed while an error symbol was displayed on the receiver. The dexcom g4&#59408;platinum continuous glucose monitoring system user's guide states: do not calibrate if the glucose reading error symbol shows in the status area.